Event description:
Rn started vanco at 0920 as a secondary, to run over 120 minutes. Rn noticed that primary infusion was a 1-liter bag of ns and was missing about 200-300cc of ns. When rn came back into the room about an hour later, rn noticed that the alaris pump said 1 hour and 14 minutes left on the infusion and the vanco bag was empty and the primary ns bag was full and the chamber was full. Equipment was sequestered and biomed called. Biomed evaluation - marked the primary and secondary fluid levels and monitored the levels with no power to the IV pump, patient side roller clamp closed and secondary roller clamp open. Secondary fluid migrated to the primary bag over time. The back check valve on the primary should have prevented this. Check valve on single use infusion set is defective.